Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change. Prior to the start of the procedure, noise over-sensing causing pacing inhibition was found on the atrial lead. Low pacing impedance was also exhibited. The lead was capped and replaced during the generator change. Patient had no consequences.